Event description:
Additional information received reported the hcp had decided to removed the "therapy" due to allergic reaction.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a160, serial# (B)(4); product type lead product ID 977a160, serial# (B)(4); product type lead. (B)(6).

Event description:
Additional information received reported the scheduled explant was (B)(6) 2014. The patient was reported as doing "ok."

Event description:
It was reported that the patient had an allergic reaction. It was noted that approximately 6 weeks post-operatively, the patient reported ¿general body itching with diffuse lesions over entire body.¿ it was noted that the health care professional (hcp) referred the patient to a dermatologist. Additional information received reported that the hcp was not sure what caused the allergic reaction. It was noted that no tests were administered. It was noted that no intervention had taken plan or was planned. It was noted that the patient was not using the stimulation due to the itching. Additional information received reported that the patient got another rash about 5 to 6 weeks after implantation of an implantable neurostimulator (ins). It was noted that the patient had done testing with an allergy test kit and the only think that came back was allergies to some type of gold. It was noted that the patient could not recall the name of the material. It was noted that the patient had an itch from the inside of the skin and then a rash formed. It was noted that the patient reported that the device had been off otherwise just causes it to itch. It was noted that the skin was starting to crack. It was noted that the patient had adjusted 2014 (B)(6) and turned off 2014 (B)(6). It was noted that the rash was the size of a silver dollar. It was noted that the patient was to see a dermatologist. It was noted that the rash was still there when the device was off but they were not itching. It was noted that when it was on, it just itched. It was noted that the patient wished they could use it because, it worked great otherwise for their pain. Additional information received reported that the patient had a recent outbreak. It was noted that the event had been on and off for a while. Additional information received reported that no malfunctions were seen and the cause of the issue was not determined. It was noted that no interventions were taken yet. It was noted that the patient received effective therapy but the allergy symptoms were ongoing. Additional information received reported that the patient still had concerns with their device or therapy, and noted a rash from the stimulator. It was noted that the patient was working with their health care professional or manufacturer representative and had an appointment 2014 (B)(6). Additional information received reported that the health care professional (hcp) requested a coated implantable neurostimulator (ins) for implant (B)(6) for the patient. It was noted that the patient had two devices explanted due to systemic allergic reactions (see manufacturer report #3004209178-2010-06138 for the other device). It was noted that the prior allergy tested showed ¿nothing that was related to the battery that would give the patient an allergic reaction.¿ it was noted that previous allergy kits from the manufacturer came up inconclusive. It was noted that the patient got red blotches which itched and slightly oozed. It was noted that no allergist would take the patient and do an evaluation. It was noted that the reporter would follow up with the health care professional (hcp) to see if they could get a referral. It was noted that the patient came up sensitive to gold ¿alligenium,¿ which is not in the system. It was noted that the patient got good relief from the system.